Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 140 h dialyzer. At the beginning of treatment the nurse observed an external leak of the dialysate fluid. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient. Treatment was resumed with a new dialyzer. The date of the event is unknown therefore, the date of event is an estimated date.